Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion or plugging in the reader. Customer further reported that he was unable to check his glucose level and due to "the fear of hypoglycemia" he stopped taking insulin on (B)(6) 2020. On (B)(6) 2020, customer experienced vomiting and polydipsia and had contact with firefighters. Customer was hospitalized and a reading of 300 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and received unspecified infusion. A reading of 178 mg/dl was obtained on (B)(6) 2020 on the hcp meter. There was no report of death or permanent impairment associated with this event.